Event description:
It was reported that the dependent patient experienced syncope. The pulse generator and right ventricular lead exhibited oversensing. The oversensed signal was not reproducible. The pulse generator was explanted and lead was capped on (B)(6) 2017. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.